Event description:
A home dialysis pt reported to a tech failure of dial valve during treatment. The pt managed to return half of the blood circuit back to body and about 100cc of blood was lost. The tech replaced the actuator/test combo board with a new version l. Measured the ground between the dialysate line grounding point to power supply ground (reading 0.1 ohm) and between shunt door grounding point to power supply ground, (reading 0.1 ohm). The machine was then set-up in dialysis mode, and performed all test and passed without a problem. The pt had no adverse effects and no medical intervention was required. Sample has been requested.

Manufacturer narrative:
The machine passed self-testes. The diasafe filter integrity test passed. The rinse, chemical/heat disinfection passed with the complaint part (actuator board). The loading pressure is 25psi, deaeration pressure is 24 in hg and flow pressure is 35 psi and no presence of fluid leaks. All values are within specification. The simulated treatment as completed without any failures or problems. The reported issue was not confirmed. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.